Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridges were loose and dislodged from the pump whenever the pump case was removed. Customer's blood glucose level was between 200 and 300 mg/dl. Reportedly, customer will continue to use pump and replace case to keep cartridges intact.